Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 02/16/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/31/2017 with the following findings: on investigation, the black box showed evidence of a partially discharged battery being installed resulting in a low battery warning on the complaint date. The pump powered on using the returned battery cap, which was able to fully tighten. Electrical current draws were within specifications. A "battery life" issue was not duplicated during investigation. There was no evidence of moisture or loose components inside